Event description:
The patient underwent left extracorporeal shockwave lithotripsy. After the procedure,the eswl spark plug had an odd appearance. The rips were off center and not in alignment. The surgeon was shown spark plug. He also felt that this was not normal. Clinical engineering was notified.